Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received intermittent button response due to flattened down button dome switch. No button error alarm. Insulin pump was received with broken battery cap, minor scratched display window, cracked case at display window corner, broken battery tube threads and cracked reservoir tube lip. Insulin pump passed displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test.

Event description:
It was reported that the customer received a button error alarm. It was also reported that the insulin pump had a worn battery cap and cracked battery compartment. Customer's blood glucose level at the time 273mg/dl. Advised insulin pump would be replaced. No additional information was provided.